Event description:
Healthcare professional reported a xen®45 gts event described as "the resistance of the product slider is irregular" during implantation in right eye. No injury to patient. Surgery was completed with back up device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual inspection. No product was returned for analysis. The provided photo was of xen injector, final product label and final product package. The cause could not be evaluated with the photo provided.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen45 gts event described as "the resistance of the product slider is irregular" during implantation in right eye. No injury to patient. Surgery was completed with back up device.